Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
The onset date was reported as 4/22/25. The patient presented with erosion, exposing the left thalamic depth lead. The lead was not active and not connected to the neurostimulator. On (B)(6) 2025, the surgical team performed a wound washout and removed a portion of the exposed lead. The plastic surgery team assisted with wound closure. The patient was treated with unspecified oral antibiotics for one week. The cause was attributed to the patient picking at the lead site. The rns system remains intact and functioning.